Event description:
It was reported that on (B)(6) 2003 the patient underwent l5 ¿ s1 diskectomy and alif using interfix prostheses and rhbmp-2/acs to treat lumbar pain shooting into left leg which had severely worsened over the previous 6 months. During this procedure, the patient sustained a laceration to the left common iliac vein. A vascular surgeon was called in to repair the vessel using bovine pericardial patch angioplasty. A separate operative report was dictated for the repair of the left iliac vein laceration. On (B)(6) 2003 the patient underwent an additional surgery for the evacuation of a left retroperitoneal hematoma. Approximately 1400cc of old blood was evacuated along with a significant amount of clot.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 7510800, lot # m111001aa and part # 7510400, lot # mb111008b. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.